Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose event and the insulin pump alarmed motor error. Customer reported that the insulin pump alarmed motor error while trying to bolus for the high blood glucose of 426 mg/dl. Customer stated that the she had an empty reservoir and change it 2 hours after. The customer treated with manual injection. Customer's blood glucose value was 426 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer also reported that the insulin pump had a motor error and a no delivery alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.